Event description:
It was reported via clinical affairs that a (B)(6) male patient experienced complete heart block post implant of an edwards bioprosthetic aortic valve. A permanent pacemaker was implanted to treat the event. Records indicate the patient did maintain early problems with heart block with av dissociation, which limited the use of beta-blocker eventually led to the implantation of a permanent pacemaker.

Manufacturer narrative:
Manufacturer narrative: peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard peri-operative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. In this case, the event was treated by implantation of a permanent pacemaker with no further complications. The subject device remains implanted with no reported malfunction. The provided information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further action required.